Manufacturer narrative:
The reported event of the setscrew could not be properly tightened was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the setscrew inset in multiple ways. The incorrect wrench insertions damaged the setscrew. Also, the torque wrench shaft was broken making it unable to tighten the screw with the wrench. The setscrew could not be tightened because of a combination of incorrect wrench insertions and damage to it by the user/physician in the field. Inserting the torque wrench incorrectly broke the shaft as the wrench will get stuck, causing forceful removal of the wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During an initial implant procedure, the set screw was unable to tighten to secure the lead to the header. A new device was used to resolve the event. The patient was stable.